Manufacturer narrative:
On march 31, 2025, the mentor analysis lab received the suspect medical device for evaluation. With the returned device, the product identity was determined as the following: size: 225cc. Brand name: mentor smooth round moderate plus profile catalog: 3502225. Lot: 6457523. On april 07, 2025, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and no leak sites were detected during the analysis. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor smooth saline breast implant prosthesis. Post-operatively, the patient experienced unspecified autoimmune like and generalized illness symptoms. Additionally, she was diagnosed with a deflated left breast implant by a medical professional. As a result, the patient underwent bilateral breast implant removal without replacements on (B)(6) 2025. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: generalized illness. H6: health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).